Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients lead had high impedances, patients lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. During the procedure ipg was placed into surgery mode but became unable to communicate with external devices. As a result, ipg explanted and replaced on (B)(6) 2024 to address the issue.